Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection and wound dehiscence at their ipg site. On (B)(6) 2017, the patient was admitted to the hospital and they were administered IV antibiotics via PICC line. On (B)(6) 2017, the patient underwent an explant procedure wherein all of their devices were removed. The patient was discharged from the hospital and the event is resolving. The event was assessed as being related to the procedure and unrelated to the device.

Manufacturer narrative:
Additional information was received that this complaint was reported in MFR report #: 3006630150-2017-03030.

Event description:
A report was received that the patient developed an infection and wound dehiscence at their ipg site. On (B)(6) 2017, the patient was admitted to the hospital and they were administered IV antibiotics via PICC line. On (B)(6) 2017, the patient underwent an explant procedure wherein all of their devices were removed. The patient was discharged from the hospital and the event is resolving. The event was assessed as being related to the procedure and unrelated to the device.